Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in the humidity may have been invaded inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information regarding the event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the intended procedure was diagnostic. The device malfunction did not cause a delay in procedure.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The forceps elevator did not move due to damage of the forceps elevator wire. Angulation in the upward direction was out of standards due to wear of angle-wire. Liquid leak was noted due to deformation of forceps elevator. The adhesive part of the bending section cover was broken. The electrical connector was corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the forceps elevator wire of the duodenovideoscope was broken. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device. The device was returned and an evaluation revealed presence of foreign material inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.